Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed but the exact timing and location of the induced damage was unknown. The product returned for evaluation was a 4fr s/l groshong catheter with inlaid stiffening stylet. The stylet wire was slightly kinked at the interface of the stylet cannula. Gross visual observation of the sample revealed exterior catheter damage between the 42 cm and 43 cm depth markings with a small (2 mm) diagonally oriented split in the catheter. Tactile evaluation revealed tensile strength weakness in the catheter near, and proximal to, the same region. The sample did leak upon infusion at the split site with no other leakage locations. The split site was isolated and bisected to allow for examination of the interior catheter surface. Under microscopic examination additional damage was observed only apparent on the interior catheter surface. This damage was diagonally-aligned, regularly spaced, and closely aligned with the distance between coils of the stiffening stylet. The stiffening stylet was involved in the damage and the kinked stylet suggested that the catheter/stylet system had been subjected to abnormal force which caused the stylet to damage the catheter but the timing and location of this event could not be determined. Possibly causes include packaging and during user handling.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter was found to have been damaged when preflushing the catheter and an "overflow" or leak of water occurred 42 cm away on the catheter. The device was not used on a patent.